Manufacturer narrative:
(B)(4).

Event description:
Received info the pt's ins was not working like it "used to work" and she had not worn it "on" in several weeks. It is not worn at night. Pt had unrelated surgery in (B)(6) 2010 and is currently recovering in a rehabilitation facility. Interrogation was done, battery at 35-45% use and contact number four showing an impedance of over 4,000 ohms. The stimulation was turned off and the "left side" of the lead (program 1) was turned on to 2.5, which the pt said was too strong. "Right side" was on zero amplitude. Programmed guarded cathodes 123 on left and 567 on right. Both were turned up to about 1.3 amps, and she stated the stimulation was covering her back and legs equally and felt "good". Pt is to follow up with her pain management physician as needed.